Manufacturer narrative:
Investigation summary: evaluation of the patient¿s submitted log files confirmed low speed events and pump stops; however, the cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained continuous data from 28jan2019 to 15feb2019. The pump was set to a fixed speed of 9800 rpm and changed to 10000 rpm on 12feb2019 at 2:56:55 pm. The low speed limit was set to 9000 rpm for the duration of the log file. The log file remained above the low speed limit until 12feb2019 at 2:13:28 am when the log file recorded a low speed operation event and pump stop. The log file recorded an additional pump stop and further low speed operation at 2:14:50 am, 2:19:37 am, and 2:31:22 am. The patient was operating on their mobile power unit during the abnormal pump operation. The patient connected to batteries at 2:36:13 am and the pump regained normal operation. The pump continued to operate above the low speed limit for the remaining data captured within the log files. Based on previous complaint experience this type of abnormal pump operation could be indicative of a potential driveline issue. If an exposed conductor of one of the wires made contact with the metal braided shield while the patient was operating on their mobile power unit, a short to shield could have resulted. This could cause the hazard alarms and pump stops that were confirmed through the evaluation of the submitted log file. The account reported that the patient was experiencing pump stops but was asymptomatic. The patient reportedly did not experience any significant weight gain or loss. The patient underwent a previous driveline repair on (B)(6) 2018 captured under cs-112201. There is no room on the patient¿s driveline for an additional repair. The patient is not a surgical candidate and remains ongoing on an ungrounded patient cable with no further issues reported. The hmii lvas IFU and patient handbook explain that all heartmate ii lvas driveline have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The approximate age of the device is 4 years. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient experienced two pump stops. The patient was reportedly asymptomatic. Technical services reviewed the log files and observed that the recorded events, including the pump stops and low speed events, pointed to a percutaneous lead issue because the events had only occurred while connected to the mobile power unit. It was recommended that the patient stay on batteries or use an ungrounded patient cable until further investigation was completed. The vad coordinator was unsure if the driveline had been exposed to trauma, although rescue tape had been applied.